Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2015-02430. (B)(4). Approximate age of device ¿ 4 months. The pump was not explanted and thus was not available for evaluation. Bleeding, stroke and infection are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2016 due to a hemorrhagic stroke. The patient had a history of non-compliance and a previously unreported pump pocket infection. The patient developed a catastrophic, hemorrhagic stroke diagnosed via CT scan. The stroke was reportedly related to the infection and patient non-compliance, and not thought to be device related. No further information was provided.